Event description:
It was reported that the bd maxplus needleless connector experienced device damage while still considered operable. The following information was provided by the initial reporter: the patient was mainly admitted to the hospital with gastric cancer more than 1 month after the operation for gastric cancer, and one week after chemotherapy. After the patient was treated with chemotherapy drugs, when the catheter was sealed, the well-packaged bd needle-free connector was opened. It was found that the piston in the needle-free connector did not rebound, which would cause blood to return and cause infection. Stopped using it immediately, and replaced the needleless connector with another.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. A mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015952. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector experienced device damage while still considered operable. The following information was provided by the initial reporter: the patient was mainly admitted to the hospital with gastric cancer more than 1 month after the operation for gastric cancer, and one week after chemotherapy. After the patient was treated with chemotherapy drugs, when the catheter was sealed, the well-packaged bd needle-free connector was opened. It was found that the piston in the needle-free connector did not rebound, which would cause blood to return and cause infection. Stopped using it immediately, and replaced the needleless connector with another.